Manufacturer narrative:
Investigation - evaluation a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. Images were received from the customer. Should the complaint device for this event be returned, the investigation will be reopened. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record of the complaint device and sub-assembly showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufactures instructions and quality control procedures were conducted, and no gaps were discovered. The instructions for use provided in each package states that upon removal from package to inspect the product for damage. The initial steps include the individual flushing of the dilator and the sheath. Once this has been completed, then the dilator is to be inserted into the sheath. The returned image shows the dilator has been inserted. The customer reported the dilator was damaged upon removal from the package. There are a number of quality controls in place to prevent non-conforming product from leaving the facility. Based on the information provided and no product returned, investigation has concluded the cause for the event cannot be conclusively established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent..

Manufacturer narrative:
Occupation: unknown. PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that when opening a performer introducer in preparation for an endovascular aneurysm repair (evar) procedure , the tip of the introducer was found to be damaged in the package. This was observed prior to patient contact. Another device was opened and the procedure was completed successfully. Upon receipt of photos of the device, the tip of the introducer was found to be split. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.